Event description:
It was reported that the balloon inside of a half day infusor popped and all of the solution leaked out an hour after connecting it up. The patient connected as normal, put the device under a pillow infusing as usual and when the patient went to the bathroom, the patient noticed the device was damaged and disconnected. The device was filled with desferrioxamine 2160mg in 45ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from september 11, 2018 - september 13, 2018. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.